Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was partially confirmed. The flushing channel was not defective however, due to wear of the angle wire, the play of right/left and upward/downward knob were out of the standard value. In addition to the air/water channel which was clogged with foreign material, the evaluation findings are as follows: due to the clogging of the air/water tube, the water removal ability was out of standard value, there was insufficient or incorrect reprocessing resulting in the foreign material being unable to be removed even if the correct reprocess is performed due to buckling of each channel or nozzle, the air/water cylinder was deformed, the plastic distal end cover had a crack, the insulation resistance value at the distal end did not meet the standard value, due to damage on the charged coupled device, the image had white dots, the adhesive on the bending section cover had wear and appearance defects, and the connecting tube had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonvideoscope had a defective mechanical bending and flushing channel. There were no reports of patient harm. The device was returned and evaluated and the air/water channel was clogged with foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.